Manufacturer narrative:
Block b3: exact date unknown, event occurred within the last year.

Event description:
It was reported that the patient was experiencing inadequate pain relief and numbness in the hands and fingers. The patient was administered with injection and noted relief for a short period of time. Program optimization was attempted and patient reported satisfaction with current therapy.